Event description:
Heartmate 3 left ventricular assist device (lvad) patient with chronic (B)(6) driveline infection presents for 2nd hospitalization for driveline infection management. No surgical intervention was required. Patient was discharged with IV antibiotics.